Event description:
It was reported to philips that the ups failed, which could impact booting. The device was outside of use at the time of reported event. No harm was reported to philips. We are conservatively reporting this event as the investigation is ongoing.